Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/2/2020. H.6. Investigation: five photos and 561 samples were received by our quality team for evaluation. From the photos, a broken plunger rod and damaged barrel tip were observed. One actual sample without unit package, 546 representative samples from batch 0135796, and representative samples from batch 0084066 were received by our quality team for evaluation. All samples were subjected to visual inspection. The actual sample was observed to have a damaged barrel tip. Samples received from batch 0135796 were observed to have a broken plunger rod and damaged barrel tip. No abnormalities were observed from the samples from batch 0084066. The probable root cause for broken plunger rod could be from if there is a low infeed on the linear plunger track the first plunger will be slanted. When the slanted plunger hits the rotating plunger infeed dial, the plunger rod is broken. A steady supply of plungers on the linear track will prevent the first plunger from becoming slanted and getting damaged. The machine record history indicated a dented leak test tooling dial at the syringe assembly. The dented leak test tooling would cause the barrel tip to be unable to sit properly on the lower tooling tip and hit against the dented edge resulting in a damaged barrel tip. During production, the technician saw a damaged barrel tip and found the loosened stripper plate screw which casued the dented leak test tooling. The technician replaced the dented lower tooling and performed sampling verification where no defects were found and production resumed. The defective parts could have been escapees which was failed to be removed by the technician during line clearance. H3 other text : see h.10.

Event description:
It was reported that 4 syringes 5ml ls had damaged luer tips and sharp molding defects on the plungers. The following information was provided by the initial reporter: "defects to syringe plunger and leur slip. The defects are on the tips of the syringes, causing a leak at the syringe tip-drawing up needle connection. There is also a sharp defect on the plunger of the syringe that could potentially cause injury. This has been reported to the senior technicians in charge of our anaesthetic stock/equipment. So far, the defective syringes have been found to be from lot 0135796. However, not all syringes in the lot seem to be affected."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 syringes 5ml ls had damaged luer tips and sharp molding defects on the plungers. The following information was provided by the initial reporter: "defects to syringe plunger and leur slip. The defects are on the tips of the syringes, causing a leak at the syringe tip-drawing up needle connection. There is also a sharp defect on the plunger of the syringe that could potentially cause injury. This has been reported to the senior technicians in charge of our anaesthetic stock/equipment. So far, the defective syringes have been found to be from lot 0135796. However, not all syringes in the lot seem to be affected."